Event description:
The center manager reported that a patient was found with dlk inflammation in the left eye post lasik. The patient was placed on an oral steroid and the patients' topical steroid was increased. The patients' symptoms have been resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).